Event description:
It was reported that during a lap appendectomy procedure, after firing, the instrument was opened and the cartridge dropped out of the jaw and fell into the abdomen. The cartridge was retrieved with a grasper, no damage to the pt occurred. No further info is available.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.